Event description:
It was reported that during an unknown procedure, two devices misfired. No further details were available at the time of the call, but additional information may be available with follow-up. It is unknown how the case was completed.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: type of procedure- lap chole. Was the procedure a lap chole cholangiogram? No. What exactly happened? - physician would fire the stapler the clips would fall off the stapler. When physician did a practice fire the staple would fall off the applier. The device misfired about 75% of the time. Both devices did the same thing. Were the clips malformed? - yes some were. Was there difficulty feeding the clips into the jaws? No. Did the clips scissor? No.